Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the cause of shocking was due to setting it too high. Patient set it to about half. Patient reported the rep adjusted it. It was reported patient still had shocking occasionally but not often.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the stimulator was shocking the patient in the legs. Patient reported that this began over the weekend. Not related to positional movement. The patient programmer (pp) showed stim on. No falls/ trauma related. Pss helped patient turn stim off but patient stated she does not feel shocking all the time. Stim was then turned back on since it does not shock her all the time. Patient to follow-up with hcp. No further complications were reported/anticipated.